Event description:
Patient sample with high tsh value that did not fit clinical picture. Initial tsh result with 210.6 uiu/ml. The investigational unit confirmed the elevated tsh value measured by the customer. An interfering substance was identified as the cause of the elevated result.